Event description:
Customer reported that the x-rays stay on for 30 seconds after the foot switch is released. The customer discontinued the use of the equipment, and notified hologic of the problem. There was no pt or operator injury.

Manufacturer narrative:
The field engineer performed investigation at the site, confirmed the failure and corrected the problem by fixing a wire that was shorting inside of the footswitch. The field engineer tested the unit, and confirmed that the unit is operating within specifications.